Event description:
Surgeon clipped the common bile duct with the auto suture laparoscopic 5mm clip applier. When the clip was applied to the duct, it closed improperly thus unaligned and causing the duct to tear. Reference #: (B)(4).